Manufacturer narrative:
Following our receipt of one unit and place transmitter under microscope and found moisture/contamination damage at the connector pins. In conclusion, the customer complaint of led and loss communication anomalies and could not be confirmed due to the moisture/contamination damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was no light blinking when connected to sensor and red cross on martini glass. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for led anomaly and confirmed that customer called back after fully charging the transmitter but led did not blink when removing transmitter from the charger. Troubleshooting was performed for communication issue and confirmed that the customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was deleted from pump and re-paired but transmitter would still not communicate. No harm requiring medical intervention was reported. No product return was required for mmt-7841zn.